Manufacturer narrative:
(B)(4) - due to the actual device not being returned, results of investigation are not available. Any additional information provided will be added in a follow up medwatch.

Event description:
The customer reported that one of the ventilators could have contributed to an in home patient death. There was no additional information provided on this event.